Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) was unable to fully inflate the cylinders. Upon inspection, air presence, ruptured cylinders and related fluid loss were noticed. As a result, the device was explanted and replaced. There were no patient complications.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established. Therefore, a conclusion code of cause not established was assigned to this investigation. Model number/catalog number: 720185-01, serial number: n/a, batch/lot number: 1000565367, model/catalog description: reservoir, unique identifier (UDI)#: (B)(4).